Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1 initial reporter phone: (B)(6).

Event description:
It was reported that removal difficulty required additional intervention. The 100% stenosed, 20 mm long target lesion was located in the mildly tortuous and moderately calcified right coronary artery with a vessel diameter of 3.50 mm. It was reported that a stingray lp catheter was advanced. During the procedure, the device kinked and could not cross the lesion. During withdrawal, resistance was felt and there was difficulty removing the device. Small balloon anchors we used to fixate and the device was then removed. The procedure was completed with another of same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection noted that a blood was present inside the guidewire lumen and contrast in the inflation lumen. There was no damage to the device. The balloon had an appearance that it had been inflated. Microscopic examination noted no damages or irregularities.

Event description:
It was reported that removal difficulty required additional intervention. The 100% stenosed, 20 mm long target lesion was located in the mildly tortuous and moderately calcified right coronary artery with a vessel diameter of 3.50 mm. It was reported that a stingray lp catheter was advanced. During the procedure, the device kinked and could not cross the lesion. During withdrawal, resistance was felt and there was difficulty removing the device. Small balloon anchors we used to fixate and the device was then removed. The procedure was completed with another of same device. There were no patient complications, and the patient was stable post procedure.